Event description:
The customer experienced an elevated blood glucose (bg) level, cause was unknown. The customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus, administered an insulin injection, and changed the infusion set to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.